Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through inspecting and cleaning the pump, ensuring the correct placement of the o-ring, and successfully loading a new cartridge. The customer was able to complete the load process and resume insulin delivery.